Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray cover, x-ray tube fan, and the x-ray on lamp were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the x-ray cover on the 9800 system came off somehow causing unintended x-ray. No pt injury was reported.